Event description:
It was reported that the external pulse generator had a broken connector. The generator was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that the ventricular output connector was broken. Analysis also found that the lower case was broken and that the battery release, ring cover, side bail covers, heart block and battery drawer were contaminated.